Event description:
It was reported that the cuff device was up for 10 minutes then deflated. They checked connections and reinfected the cuff but then the alarm went off. They heard a leak along the seam of the cuff. During a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
No new information.

Manufacturer narrative:
Update: b5, d9, h3, h6. Device evaluation: follow-up report submitted to document the device evaluation results.